Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the issue, but found arcing at the hv candlesticks which was the probable cause of the intermittent fluoro complaint. The hv candlesticks were cleaned and re-greased to prevent arcing. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had intermittent fluoro issues. X-ray would not always display an image.